Manufacturer narrative:
Internal complaint number: (B)(4). Investigation results pending evaluation of device.

Event description:
It was reported that the patient experienced abdominal pain and inadequate pain relief. The physician believes the cause to be a leak around the pump stem. The pump was subsequently explanted.

Manufacturer narrative:
Internal complaint number: (B)(4). Device evaluation determined that the pump primed and flowed within specification. There was no issue found with the pump.